Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/05/2013 with the following findings: there was no visible damage to the keypad. The keypad buttons were found to be responding appropriately to presses. The keypad was removed and contamination was found under the up, down, and contrast buttons contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter claimed the up arrow button was intermittently unresponsive when pressed. At the time of troubleshooting, the reporter denied trauma to the pump and confirmed the keypad was intact. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product associated with this complaint has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.